Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was reading pressures incorrectly. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was reading pressures incorrectly, the fiber optic cable was not utilized as the patient had little to no pulse and the fiberoptic could not calibrate. The patient was switched to a pressure transducer and despite checking connections and zeroing the transducer, the unit continued to display falsely low numbers. The pressure cable was switched out and more accurate readings were displayed for a few minutes but then reverted back to low, transducer was also switched out with no change in readings. The unit was swapped out and the issue was resolved. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected field: d4. A getinge field service engineer fse came onsite and had the same issue on his trainer (low pressure readings). He found that if he moved the connector around the numbers would jump into the normal range but as soon as he let go they dropped again. Cleaning the connector did not help. Fse replaced the front end pcb. Board and completed a full calibration, functionality, and safety check, all tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing dept. Received part number 0670-00-1164 rev. B, serial number (B)(6) with a reported unit failure of the pressure readings reported low. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Pressure readings and calibrations were good. Ran the iabp for 1 hour with no issues. Fat could not confirm the reported failure. Sending the board to the supplier for failure analysis per procedure. The failure analysis and testing dept. (Fat) received part number 0670-00-1164 serial number (B)(6) from the supplier. The supplier performed functional testing and found a low level error. The supplier stated that there is a suspected problem with component u5. The board failed testing. Retaining the board in the fat dept. Per procedure.

Event description:
N/a.